Event description:
On 09/15/2025, the caregiver reported the user¿s glucometer showed 400 mg/dl and the dexcom g7 cgm on the ilet showed 300 mg/dl. The caregiver was advised to calibrate the sensor and check the infusion site. Follow-up on the same day confirmed bg returned to 148 mg/dl. No hospitalization or long-term effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.